Event description:
It was reported that the right ventricular (rv) lead was capped and replaced. The reason for the lead replacement was not provided. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).